Event description:
It was reported when using the bd vacutainer® urinalysis concial urine tube no additive was missing a label. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: tubes without origin labels.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing unit label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing unit label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urinalysis concial urine tube no additive was missing a label. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: tubes without origin labels.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.